Manufacturer narrative:
A ge service representative performed an onsite investigation. The handswitch, the footswitch, and the doghouse x-ray switch were replaced. The system's interface printed circuit board and all the generator printed circuit boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic images when the handswitch or the x-ray switch on the top of the doghouse were utilized. No patient injury was reported.